Event description:
New information received notes that the right atrial (ra) lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch and failure to capture. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, pacing issue, and sensing noise were not confirmed. A complete lead with a stylet was returned for analysis. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were found on the lead.